Event description:
Surgeon initially reported a partial decentration of excimer treatment on both eyes due to technical problem with system. Performed additional excimer treatment to right eye two weeks after primary treatment with another product. Anticipates additional procedures required to improve visual quality.